Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was replaced. Effective therapy was restored after surgery.